Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the difference of handling of the device and reprocessing method between what was recommended by olympus and recognition of the subject facility. The instructions for use (IFU) state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. The olympus endoscopy support specialist (ess) provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff had used the disinfectant with the gastrointestinal videoscope for 24 days and 30 times. It was also noted that after the user facility staff noted an e99 error code on the olympus endoscope reprocessor, the equipment was stopped, and the cleaning/disinfection process was started. No patient infections or injuries reported.